Event description:
The customer reported that the system experienced an immediate loss of system functionality following an arc. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, high voltage cable and igbt pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.